Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified; yellow biological tissue in the shell, red particles in the shell, opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified; sharp extended opening on posterior, wear abrasion, stress marks and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an surgical impact opening.

Event description:
Healthcare professional reported a left side rupture and "found a lump with the size around 1cm¿. A biopsy was not done on the lump as it stuck to the implant and was not removed. Device was explanted.

Manufacturer narrative:
Reason for reoperation : rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side rupture and "found a lump with the size around 1cm¿. A biopsy was not done on the lump as it stuck to the implant and was not removed. Device was explanted.